Manufacturer narrative:
The follow-up report is being filled to relay additional information,which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to polyethylene wear. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant products: unknown tibial tray / unknown femoral. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A patient who underwent a total knee arthroplasty and has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.